Event description:
It was reported that a homechoice pro machine experienced an unspecified failure. It is unknown if there was patient involvement. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log was not performed, as the event log could not be downloaded due to a faulty digital printed circuit board (pcb). A visual and functional inspection was performed and the device did not meet specification. The direct cause of the reported problem was digital pcb failure. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.